Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78", "pacer fault 116", "pacer fault 117", and "defib disabled" messages and would not power up via battery power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.